Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pink slide did not move forward when the pod was activated, despite the cannula deploying and inserting into the infusion site (arm), indicating a needle mechanism failure. Reportedly, the pod began beeping immediately after cannula insertion, and the patient received a communication error on the controller. It was also reported that bleeding occurred at the infusion site upon pod removal. As treatment, a new pod was placed.